Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. It is not clear as to when the alleged meter issue began. The patient indicated that the issue occurred on three days earlier, in the afternoon and on the same day lfs was contacted, at 11:25 am. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the alleged issue began, the patient claimed that she developed symptoms of shakiness, sweating, and being unfocused. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the reported meter issue began, what date/time the symptoms developed, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know what the patient's last blood glucose reading was before developing the symptoms and when the last result was obtained. While speaking to the one touch customer advocate (otca), the patient was unable to duplicate the alleged meter issue. The meter did not shut off prematurely. However, the otca noted that the patient had the meter for 3 years but had never replaced the battery. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is unclear when the patient was last able to tests her blood glucose before developing the reported symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.